Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported 'turns off when battery is pressed' which was not reproduced. A review of the event history log identified multiple presence of 'improper shutdown!' And "battery alert! Not charging" messages. The customer did not return the battery with the pump for analysis. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when battery was pressed during testing at the biomed service department. There was no patient involvement. No additional information is available.